Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d), along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).